Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver unspecified volume of lactated ringers, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to an unspecified y-site on the primary tubing set for a piggyback delivery of an unspecified antibiotic. It was reported that the primary solution container was hung lower than the secondary solution container. It was reported that after the delivery was started, no flow of solution was noted. The option-lok male adapter of the secondary tubing set was disconnected from the y-site and was connected to a lower y-site on the primary tubing set and the therapy was resumed. There were no reports of adverse pt effects and no reported delay in critical therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.